Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy procedure, on second firing on stomach resection, the surg eon could not squeeze the handle and could not fire the device. Replaced by a new cartridge and connected the same ultra handle and the firing was completed with no problem. There was no patient injury.